Event description:
It was reported that a patient treated with aveli was very bruised in the right outer thigh post-op. At follow up the patient presented with a seroma. The physician drained 80cc of old blood from the bruised area at 1-week post-op, and performed serial drainages several times.